Manufacturer narrative:
The returned device was evaluated. During investigation, the unit displayed error 007 and constantly rebooted itself due to an mx board failure. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6).

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the unit powers on and off by itself. No consequences or impact to patient were reported.